Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for material number 305197 and lot number 0022018. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and three photos were received for evaluation by our quality team. The physical sample is a needle assembly in its sealed packaging blister. There is black foreign matter at the bottom. After opening the package, the foreign matter was adhered to the top web, is loose and looks like residues of burnt web. Due to the size of the foreign matter additional testing could not be performed. In the three photos provided, two show the sample received with the black foreign matter and one photo shows the packaging top web. It could be possible that this defect can occur during the packaging process if the sealing plate had the foreign matter and the foreign matter was transferred to the packaging blister from the sealing plate during the sealing process. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 1 sample was received. It is a needle assembly in its sealed packaging blister. There is black foreign matter at the bottom of the sealed packaging blister, after opening it was adhered to the top web. It is loose. It is 1/16¿ x 1/32¿. Due to the size a ftir cannot be performed. It looks like residues of burnt web. 3 photos were provided. Two show the sample received with the black foreign matter and one photo shows the packaging top web. A review of the applicable fmea/eura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: root cause: multi vac packaging process. It could be possible that the sealing plate had the foreign matter and got transferred to packaging blister during the sealing process. Rationale: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. This lot was produced for 2.5 mm units; therefore, the cpm is 0.40. We will continue monitoring and trending this product for this symptom.

Event description:
It was reported that needle 16 x 1 rb contained foreign matter. The following information was provided by the initial reporter: "it was reported that there was foreign particulate within the sterile packaging. Inspection of the particle demonstrates it is not contained in the plastic or the paper. The pictures demonstrate it has moved from one position to another and upon inspection the particle had moved to the other end of the package at the tip of the needle cover. Other needles in this lot do not have any particles, but have been sequestered while awaiting your input. The risk assessment has been deemed low risk as defined in the policy mitigation process for medication recalls and potentially adulterated medication products and would qualify for a standard alert within 3 business days."